Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple incidents of elevated blood glucose (bg) levels ranging between 300-450 mg/dl. The customer would bolus to stabilize bg levels. During troubleshooting with tandem technical support (cts) it was noted that the pump time was off by 1 hour, as the customer had not adjusted the pump time for daylight savings time. Cts assisted the contact on adjusting the time on the pump. The contact stated the customer also forgets to bolus for meals/snacks and forgets to wash hands before testing bg's. The contact was educated to remind the customer to always bolus after meals, snacks and to wash hands before testing bg's with test strips. The contact acknowledged. During troubleshooting with (cts), a system check was performed and indicated that the pump was functioning as intended. The contact declined to check infusion set site. The contact stated that the health care provider would be contacted to discuss factors that may affect bg level as the contact also believes the customers basal settings may need to be adjusted.